Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error alarm. The customer was able to clear the alarm, but after programming a bolus, the numbers on the screen ramped up to the number 10 and the screen froze. The customer was unable to use the insulin pump due to the frozen screen. The customer was advised that the insulin pump would be replaced. Nothing further was reported.